Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: 2017865-2023-18741 related manufacturing reference number: 2017865-2023-18742 related manufacturing reference number: 2017865-2023-18745. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance and high capture threshold. It was noted that the right ventricular lead perforated the apex. The physician decided to revise the lead. During the procedure, it was noted that the patient exhibited signs of infection. There was no allegation from a healthcare professional that the biventricular implantable cardioverter defibrillator (ICD) system caused or contributed to the infection. The ICD, right ventricular, right atrial and left ventricular leads were explanted. The patient was in stable condition.

Event description:
Related manufacturing reference number: 2017865-2023-18741, related manufacturing reference number: 2017865-2023-18742, related manufacturing reference number: 2017865-2023-18745. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance and high capture threshold. The physician decided to revise the lead. During the procedure, it was noted that the patient exhibited signs of infection. There was no allegation from a healthcare professional that the biventricular implantable cardioverter defibrillator (ICD) system caused or contributed to the infection. The ICD, right ventricular, right atrial and left ventricular leads were explanted. The patient was in stable condition.